Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from four different patent samples when tested on a vitros 5600 integrated system using reagent lot 6330 when compared to results obtained from a non-vitros roche system for the same samples. A definitive assignable cause could not be determined for the lower than expected patient sample result. Based on historical quality control results, a vitros tsh lot#: 6330 performance issue is not a likely contributor to the event and there was no indication the vitros tsh reagent in use or the vitros 5600 integrated system malfunctioned in any way. However, an instrument issue cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer at the time of the event. A possible cause for the lower than expected vitros tsh patient sample results is an unknown sample specific interferent present in the patient samples themselves. However, the customer failed to provide when requested, any additional testing results using appropriate blocking tubes. Therefore, the presence of an unknown sample interferent causing the lower than expected vitros tsh results cannot be completely ruled out. Additionally, the tsc established that patient 4 was in receipt of multiple vitamin supplements and patient 3 was using a hair loss treatment containing biotin. It is likely that these are the causes for the lower than expected vitros tsh results from these two patients although it was not possible to definitively confirm this. Furthermore, the medications, or their metabolites cannot be ruled out as a potential cause for the lower than expected results. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot#: 6330. (B)(6).

Event description:
The investigation has determined that lower than expected vitros immunodiagnostic products tsh results were obtained from four different patient samples when tested on a vitros 5600 integrated system using reagent lot#: 6330 when compared to results obtained from a non-vitros roche system for the same samples. Patient 1 result of 0. 278 miu/l versus the expected result of 0.42 miu/l; patient 2 result of 0. 442 miu/l versus the expected result of 0.67 miu/l; patient 3 result of 0. 075 miu/l versus the expected result of 0.76 miu/l; patient 4 result of 0. 065 miu/l versus the expected result of 2.01 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It was not known if the lower than expected vitros tsh results were reported from the laboratory as the information was not provided when requested. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).